Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified fold creases, a deformation and the weight of the device within the specification. A cloudy color in the gel was observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii and superior displacement. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side capsular contracture, baker grade iii with "superior displacement." Device has been explanted.